Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was exhibiting far-field sensing, oversensing, 'noisy' egms, inappropriate shocks and episodes of pacing inhibition.